Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an arterial stenting procedure in the mid, upper leg, pre-dilatation was successfully performed using an unspecified 2.5 mm balloon. Dilatation was then attempted using a fox sv 4.0 mm balloon; however, this balloon ruptured at 14 atmospheres. The device was completely removed, and there was no adverse pt effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. A follow-up report will be submitted with any additional relevant information.